Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: (B)(6) 2013, 12:29: 16.5 mmol/l (mobile system) and 5.0 mmol/l (compact plus system) (B)(6) 2013, 12:30: 16.8 mmol/l (mobile system) and 5.0 mmol/l (compact plus system) (B)(6) 2013, 00:02: 21.6 mmol/l (mobile system) and 8.4 mmol/l (compact plus system) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system.